Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025 around 3:00 am, the patient began feeling disoriented and vomiting. The patient was in and out of consciousness. The parent checked the cgm reading, which was showing an "urgent low alert." Upon checking the blood glucose (bg) meter, it read 40 mmol/l. In an attempt to manage the situation at home, the parent administered 4 units of insulin. By 6:00 am, the patient's condition worsened, and they started experiencing symptoms of diabetic ketoacidosis (dka), with ketone levels being very high. Concerned for the patient's health, the parent decided to take the patient to the hospital. They arrived at the hospital between 7:00 and 8:00 am. Upon arrival, a bg reading was taken, which still showed 40 mmol/l, and the cgm reading remained low. The patient was initially treated with two bags of nacl (sodium chloride) or sodium citrate to address dehydration and electrolyte imbalance. After further assessment, the medical team administered potassium intravenously (IV) and IV insulin to stabilize the patient's condition. This treatment was provided approximately five hours after the patient was admitted. At the time of the report, the patient was still somewhat weak but showing signs of improvement. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.